Event description:
The caller reported that the pump displayed a reset screen unexpectedly. There was no adverse impact on the customer's blood glucose level. Technical support informed the caller that the reset was due to a routine system check to ensure performance and provided guidance on actions needed, such as restarting cgm sessions and reloading the cartridge. The customer understood the explanation and successfully resumed insulin delivery.